Event description:
The complainant is a durable medical equipment (dme) representative. Per the complainant the child has bitten and chewed off all the zippers, has been able to cause them to separate, and has eloped from the bed. Complainant requested replacement safety sheets and a canopy. The complainant stated the child was not injured. Six pictures were provided. Two show damage to the sleeve zippers, including fraying, what appears to be a missing pin, and damage to the plastic by the insert pin. One shows two unzipped sleeve zippers at the top of the bed. The last three pictures are of the canopy doors and canopy side safety sheet zippers. These three photos are either too far or not high enough quality to ascertain any damage to the zippers. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical first became aware of this complaint on 09/09/2025. Sensory medical became aware of information that this complaint was reportable on 09/18/2025. Sensory medical has requested the complainant to have the family directly contact sensory medical as the complainant was not able to provide answers to all of the requested information (pictures confirming the damage, specifics around the event, if the parents noticed damage and continued use of the bed, whether locks were in use, etc.). 0695330223 is the lot for the canopy. Review of manufacturing records confirmed all in process and final inspections passed. 0688151222 is the lot for the safety sheets. Review of manufacturing records confirmed all in process and final inspections passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.